Event description:
Postoperative transthoracic echocardiogram revealed aortic insufficiency; however, the pt was stable and not hospitalized. The valve was later explanted and another MFR's valve was implanted. The pt was reported to be in stable condition.